Event description:
Boston scientific received information that the patient with this pacemaker died following the implantation procedure due to respiratory arrest. There were no allegations against the functionality of the device or that it caused or contributed to the patient's death. Further information was received from the (B)(4) office that the patient died of natural causes. The device or leads will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.